Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc catheter for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. After failing functional testing (see below), a small hole was observed on the catheter body directly adjacent to the juncture hub. The appearance of the damage appears consistent with damage due to contact with sharps. The hole on the catheter body measured less than 1mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 5 1/8" which is within the specification limits of 4 13/16"-5 3/16" per the catheter graphic. The catheter body outer diameter measured .0654" which is within the specification limits of .0650"-.0680" per the catheter extrusion graphic. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped, and each line was pressurized using a water-filled, lab inventory syringe. When the proximal extension line was flushed water was observed leaking out of the hole in the catheter body. Performed per IFU statement "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate extension lines". A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "the practitioner must be aware of potential air embolism associated with leaving open needles or catheters in central venous puncture sites or as a consequence of inadvertent disconnects. To lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device. Follow hospital protocol to guard against air embolism for all catheter maintenance". The customer report of a leaking catheter was confirmed through complaint investigation. Visual and functional analysis revealed a small hole on the catheter body directly adjacent to the juncture hub. Microscopic examination confirmed the hole and revealed that the defect appears consistent with damage due to contact with sharps. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the defect was identified during use and the defect observed, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.